Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Boston scientific technical services (ts) discussed programming optimization with a health care professional (hcp). The device remains in service. No additional adverse patient effects were reported.